Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00315 on 09-sep-2019 and siemens filed the supplemental mdrs 2432235-2019-00315_s1 on 18-oct-2019 and 2432235-2019-00315_s2 on 15-nov-2019. Additional information (12-jan-2020): an urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. Mdrs 2432235-2019-00316_s3 and 2432235-2019-00317_s3 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a discordant, falsely elevated carbon dioxide concentrated (co2_c) patient sample test result was obtained on an atellica ch 930 analyzer. Customer stated that quality control (qc) was in range on the date of the incident. A siemens customer service engineer (cse) was dispatched to the customer site. The cse changed the cuvettes on the instrument and returned older cuvette segments to siemens technical support lab (tsl) for investigation. An additional phone support call suggested the customer replace all reaction vessels. Customer scheduling replacement of all vessels and planning to recalibrate all assays. Currently customer is operating with no errors and system is operational. The cause of the discordant, falsely elevated co2_c result is unknown. Siemens is still investigating the issue. Mdrs 2432235-2019-00316 and 2432235-2019-00317 were filed for the same event.

Event description:
A discordant, falsely elevated carbon dioxide concentrated (co2_c) result was obtained using an atellica ch 930 analyzer. The initial result was not reported to the physician(s). Repeat testing was performed using the same sample and same instrument, resulting lower and as expected. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00315 on 09-sep-2019 and siemens filed the supplemental MDR 2432235-2019-00315_s1 on 18-oct-2019. Additional information (29-oct-2019): siemens is further investigating the issue. Section d1, d2, d4, g1, g2, g5, h6, and h10 were updated to reflect the corrected information. Mdrs 2432235-2019-00316_s2 and 2432235-2019-00317_s2 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00315 on 09-sep-2019. Additional information (17-oct-2019): siemens completed the investigation and concluded the following: siemens performed a review of the result data files from atellica ch 930 instrument s/n (B)(6) and verified that all the outlier results related to this issue were processed from the same reaction cuvette slot (#118). There was no evidence of a reagent lot or pack issue since the abnormal results were not isolated to a particular pack, well, or calibration ID. Similarly, the results were not suggestive of a sample-specific issue that would have contributed to the atypically elevated absorbance signal produced for tests using reaction cuvette slot # 118. A request for the return of the reaction cuvette segment in question was made by siemens, but not returned by the customer. However, based on the data reviewed, the cuvette segment was replaced on or about 23-aug-2019 after which all carbon dioxide (co2_c) results processed from the affected reaction cuvette slot yielded normal results within the co2_c reference range. The system remains operational and no further action is required. The device is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2019-00316_s1 and 2432235-2019-00317_s1 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00315 on 09-sep-2019 and siemens filed the supplemental mdrs 2432235-2019-00315_s1 on 18-oct-2019, 2432235-2019-00315_s2 on 15-nov-2019, and 2432235-2019-00315_s3 on 28-jan-2020. Additional information (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. Sections g7 and h10 were updated. Mdrs 2432235-2019-00316_s4 and 2432235-2019-00317_s4 were filed for the same event.